Event description:
It was reported the patient experienced ineffective stimulation. X-rays were taken and it was discovered that the lead had migrated. Surgical intervention was undertaken and the lead were explanted and replaced. Therapy was restored to the patient post-operatively.